Event description:
During a hip pinning procedure, the surgeon was inserting 7.3mm cannulated screws with the screwdriver and the tip of the screwdriver broke off. The tip of the screwdriver was retrieved and the facility discarded the tip. The surgeon used a back up screwdriver to complete his procedure successfully.

Manufacturer narrative:
Device used for treatment. The DHR was reviewed and there were no issues during manufacture that would contribute to the complaint condition. Product development evaluation: the hex tip has broken off just above the transition to the shaft. The break is jagged as it goes around the part. Several wear marks exist on the shaft which is consistent with field use. The returned device was manufactured in september 1997 and is over 15 years old. This issue was addressed on several prior complaints and as part of the corrective action; the material was changed from (B)(4) stainless steel and was implemented on shaft, (B)(4), lot numbers 4487955 and 4480644. The shaft on this complaint is lot number a4gf532 and was manufactured in (B)(4) 1997, prior to implementation of the corrective action. Placeholder.